Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of under delivery was not verified. Event log shows three 10 milliliter tests were done prior to return for service. Service replaced the expulsor to resolve over delivery during testing. The problem source is debris in the pump motor gear and outlet valve.

Event description:
Information was received that the cadd legacy plus pump under infused during testing. No patient involvement and therefore no reported adverse effects.